Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she started to notice a rainbow coloration on the screen of her pump and it's making it hard for her to read. It is unknown how the damage happened. The customer was advised to discontinue use of the pump and revert to a back-up plan per their healthcare provider. The customer declined low battery and high blood glucose troubleshooting due to the battery dying frequently and medicine adjustments that were needed, and done, that have fixed her high blood glucose issues. The customer would bolus with the insulin pump to correct the high blood glucose. The customer's blood glucose was 250 mg/dl. The insulin pump is returning.

Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. No discoloration on lcd window anomaly noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.